Event description:
Customer alleged blood glucose results of 184 mg/dl and 101 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for return of the suspect product and a replacement was sent.